Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4). Evaluation summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically compressed, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a lead revision, the helix would not extend or retract. Follow-up determined that the revision was not due to lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.